Manufacturer narrative:
Visual inspection of the as-received samples identified a crack on the male luer end locking hub (collar) on one of the four received sets. There were no cracks identified on the other 3 returned sets. Functional testing of the received samples observed no leaks or unexpected issues on any of the four sets. The root cause of the customer's report could not be identified.

Event description:
The customer reported the supply chain received product from the picu for an unspecified reason. No additional information is available.